Manufacturer narrative:
Initial.

Event description:
It was reported that the charger pad for the ilet system did not charge and the indicator light continued flashing, and the user had already tried multiple outlets; the device component involved was the battery charger and the medical device problem aligned with a fracture-type malfunction characterization of the part. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a fracture-related problem associated with the charger component consistent with a component-level failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.